Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information a malfunction occurred. The patient reported at the time of inflating the prosthesis, a mass sensation at the base of the penis on the right side. The prosthesis inflated without problem but the patient confirmed sensation of mass and pain. The patient was asked to ultrasonography confirming mass when inflating the prosthesis and weakening of the albuginea. The doctor decided to schedule a surgery and checked the prosthesis where an aneurysm of the cylinder was found.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device: a titan otr and two cylinders were received for evaluation. Examination and testing of the returned components revealed an aneurysm in the bladder of cylinder #1. Testing revealed this not to be a site of leakage. Surface abrasion is noted on the strain relief of the inlet tube and shorter exhaust tube of the pump and on the shorter exhaust tube of the pump. No functional abnormalities are noted with the pump, cylinder #1, or cylinder #2. The information received indicated the physician found an aneurysm. Based on quality's examination, quality concluded that while in-vivo enough pressure may have been exerted to result in an aneurysm on the bladder of cylinder 1. Quality confirms an aneurysm in cylinder #1 and concludes this to be the reason for return. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.